Event description:
A (B)(6) advia centaur xp hcv result was obtained by the customer on a patient sample and considered discordant when compared to alternate (B)(4) test method results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp hcv results.

Manufacturer narrative:
The cause for the discordant advia centaur xp hcv results is unknown. Quality controls are within acceptable range. The instrument is performing within specification. The information for use (IFU) states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."